Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6) 2010, a vibratory alert was observed stating the hvli had increased. It was noted that the lv lead was not capturing and had to be programmed out. The patient will be scheduled for lead repositioning.

Event description:
On (B)(6) 2010, the pocket was opened and it was noted that the rv lead was not secured properly. The rv lead was re-secured and the lv lead was repositioned successfully.